Event description:
A pt reported a suspected lap-band leak via email, because after an initial fill, the pt did not feel any restraint. Per the pt, the physician added additional saline and had the pt drink liquids, which the pt stated stopped at the chest and drained. Per the pt, the physician said this occurrence should happen. Since the f/u, the pt has been able to drink liquids without it stopping at the chest and draining and was wondering if there is a chance the device is leaking. The pt did not provide the physician's name for f/u. Additional f/u attempts to reach the pt have been unsuccessful. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual exam may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional info has been reported to allergan. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."